Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage due to glass breakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to damaged tubes was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tube was cracked resulting in blood leakage with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: blood leakage. Information obtained by photos: a small crack in the tube was identified in photos received.